Manufacturer narrative:
(B)(4). Publication date 2021, exact event date unk. Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: surprising neutral effect of shorter staple cartridges in laparoscopic sleeve gastrectomy. Authors: christen e. Salyer1 · jonathan thompson2,3 · dennis hanseman1 · tayyab diwan4 · brad m. Watkins5 · joshua kuethe6 · michael d. Goodman1,7. Citation: surgical endoscopy (2022); 36:5049¿5054. Https://doi.org/10.1007/s00464-021-08865-5. The aim of this study is to confirm the authors' hypothesis that using staples with a shorter closed height would decrease incidence of intraoperative and postoperative bleeding within their lsg population, while not increasing the incidence of leak. A total of 1710 lsg cases for a single institution from 1/1/2014 to 12/31/2019 were exported for analysis. The ethicon echelon 60 mm stapler and reloads were used. Two cohorts were established: ¿green/blue¿ group was cases in which no white cartridges were used (n = 974, 80.7% were females; mean age of 43 years; date of surgery range 1/6/14 to 9/5/17). 2. ¿white¿ group was cases in which any white cartridges were used (n = 736, 83.7% were females; mean age of 42 years; date of surgery range 9/8/17 to 10/1/19). The total number of each variety of staple cartridge used was also determined (table 2): in ¿green/blue¿ group, 1394 green, 26 gold, 3420 blue, and 1 white cartridges were used, while in ¿white¿ group, 60 green, 450 gold, 1190 blue, and 1404 white cartridges were used. Reported complications include postoperative bleed (n=?) And leak (n=0.1%). In conclusion, using staples with a shorter closed height during lsg did not impact the postoperative bleeding or leak rate. The impact from selection of shorter staples to achieve more tissue compression may be limited.